Event description:
The manufacturer received information alleging an everflo oxygen concentrator sparked at the power cord. The customer reportedly observed flames and disconnected the power cord. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The power cord had evidence of thermal damage. The power cord was observed to have damage consistent with the application of excessive force by the end user. This caused the power cord to bend, creating weakness in the power cord. Product labeling for the everflo oxygen concentrator states, "keep the device at least 15 to 30 cm away from walls, furniture and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small close space (such as a closet)."